Event description:
The report from the affiliate indicated that a pt in the cypher clinical study pms2000 was found during to have restenosis of their two(2) previous placed cypher stents. The restenosis was discovered approx. Eight (8) months after the index procedure during the follow-up period. The restenosis was observed to be located in the mid section of the previously implanted stents and was reported to be a 65% stenosis. The flow was timi 3. The pt was not symptomatic. The physician decided that the method of treatment should be elective coronary artery bypass graft (CABG) surgery due to repeated restenosis. The surgery was done approx. One (1) month later. Aa left internal mammary artery graft to the distal left anterior descending (lad) artery was done. The pt was reported to be in stable condition. The index procedure was an elective procedure. The procedure was done by the femoral approach.the target lesion was the proximal lad. The target lesion was reported to be: not de novo, an in-stent restenotic lesion, eccentric, diffusely diseased, a bifurcation lesion, an 83% stenosis, not calcified, 42.07 mm in length, and type c. The lesion was not pre-dilated. A cypher 2.5/23 mm stent was deployed at 20 atm for 15 seconds. An additional cypher 3.0/28mm stent was deployed at 20 atm for 15 sec proximally in overlapping fashion. The stents were post-dilated with a 3.5/14mm balloon at 20 atm for an unk duration. Ivus was done . The reported residual stenosis was 18%. The flow pre and post-procedure was timi 3.